Event description:
Before the patient entered the room, the technician opened the package and found the dynamic deca catheter broken. The plug part at the top of the catheter that plugs into the machine was hanging by one little wire and was about to detach from the rest of the device. Another device from a different lot number was used and worked fine.